Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: guidewire lumen was received separately and cut. Balloon was completely separated from delivery system and there appears to be separated/missing balloon material . The distal part of the balloon bunched towards the nose tip and spring coil was stretched. There was a longitudinal and radial burst. The esheath+ liner was delaminated and bunched 2cm in length from the distal tip. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The provided 3mensio imagery was evaluated and revealed the following: presence of calcification in the native annulus. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as per 3mensio there was presence of calcification at the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty to withdraw system through sheath was confirmed based on evaluation of returned device. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event as the returned device evaluation showed that the distal part of balloon bunched towards nose tip and spring coil was stretched. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint for system component separation during use was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (excessive device manipulation) likely contributed to the event as per event description there were difficulties withdrawing the devices through the e-sheath and additional surgery was needed for device removal. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to balloon material separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in austria, it was a case with a 23 mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the commander delivery system balloon burst during valve deployment, but the valve was successfully implanted. Consequently, the balloon could not be retracted into the esheath since a "parachute" effect occurred. Therefore, the esheath and the commander delivery system balloon were surgically removed as a single unit. The patient was doing well. As per medical opinion, the perceived root cause of this event was native valve calcification and possibly calcified lvot. As per pre-decontamination evaluation, it was observed that the distal balloon was separated from the proximal balloon. There was missing balloon material and the esheath liner was fully delaminated.